Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to placing in the patient, the cuff was inflated and it leaked air. The customer reported there was no patient involved in this event.